Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound deterioration is related to v.a.c. Freedom¿ therapy (system). The nurse could not determine if v.a.c.® therapy caused or contributed to the wound deterioration. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2017, the following information was reported to kci by the nurse: the nurse alleged the patient's wound is getting worse, and it is the v.a.c.® therapy unit's fault as she alleged the unit was not working properly. On (B)(6) 2017, the following information was reported to kci by the nurse: the patient's wound has gotten worse while on v.a.c.® therapy but could not determine if v.a.c.® therapy caused or contributed to the wound deterioration. The patient is scheduled for surgery on (B)(6) 2017. On (B)(6) 2017, the following information was reported to kci by another nurse: the patient underwent sharp debridement for the wound getting worse. The nurse could not provide the date of the debridement. No additional information was provided. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.